Manufacturer narrative:
Additional information was received stating that the loss of connection could not be confirmed in the pump history. Initial MDR was submitted in error. Alleged issue did not cause or contribute to serious injury. This event does not meet MDR requirements as defined by 21 cfr 803.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. No additional patient or event information was available. There was no reported impact to customer's blood glucose.